Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with both atrial and right ventricular leads dislodged. This was confirmed via x-ray. There were no electrical anomalies associated with the dislodge. The leads were repositioned on (B)(6) 2020. The patient was stable. Related manufacturer reference number: 2017865-2020-06994.